Event description:
We are notifying you that on (B)(6) 2024 the patient reported experiencing two low blood sugar events. On (B)(6) 2024 at 2:30am the patient was yelling in her sleep and her grandson saw that the customer was unresponsive and he called 911. She is unsure how long she was unresponsive, but she went to bed at around 10pm. She started to regain consciousness in the emergency room. Her blood glucose measured 32 mg/dl on the hospital's meter and she was treated with glucose by mouth. She said her blood sugar was 120 mg/dl several hours later but she was unsure what time. She was admitted to the hospital to observe her blood pressure because it was high. Her blood glucose measured 110 mg/dl on the hospital's meter when she was released 4 days later. On (B)(6) 2024 the patient was at the diabetes educator's office to get her medtronic insulin pump programmed. Her blood sugar was 180 mg/dl on the diabetes educator's meter around 5pm. On the way home she was conscious but her husband, who was driving, noticed the customer wasn't acting like herself. He asked her questions and by her responses knew she was lethargic. He took her to the hospital instead of going home. They arrived about 6pm and her blood glucose measured 28 mg/dl on the hospital's meter. She was treated with glucose gel by mouth. She was not admitted. At 11:30pm the patient was released and her blood glucose measured 140 mg/dl. The patient is unsure why her blood glucose was low during these two events and this is why she was getting a new insulin pump programmed. The medtronic insulin pump mentioned in this event is not manufactured by our firm. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).